Event description:
Hcp reported 4 days pre-refill the pump went empty. The pump alarm sounded then stopped. The pt experienced severe pain and withdrawal. The pt went to the emergency room. The pump was refilled and interrogated. It was found to have the correct residual volume. The pt was reported to have recovered without sequela and will be monitored for next two refills.